Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to available information, patient complaint was that the device was leaking fluid and would no longer inflate, and it was presumed too short of an implant due to the sst deformity / floppy glans. After removal of the implant, it was not determined where it was leaking. Regarding the floppy glans, the surgeon re-dilated and ensured he was all the way into distal glans. He re-measured and came up with the same measurements as the first procedure in (B)(6) 2017. A new implant was placed and was as distal as possible in the corporate, however floppy glans condition still existed. The surgeon performed a ball stitch - " glans hitch" procedure as described in dr. (B)(6) recent textbook resulting in apparent elimination of the floppy glans.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device, a titan touch pump, two cylinders and reservoir were received for evaluation. Examination and testing of the returned components revealed two pinholes in the bladder of cylinder 2 indicating contact with sharp instrumentation, such as a needle. No functional or visual abnormalities with the pump, reservoir or cylinder 2. Because quality's examination may not conclusively confirm or disprove the report of sst deformity / floppy glans, quality accepts the physician's observations of such as the reason for surgical intervention.quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 5531605. Because these components were released according to manufacturing and quality control procedures, quality concluded that the observed instrument separation in the bladder of cylinder # 2 occurred subsequent to the device packaging being opened. The information received indicated the hole was noticed during the preparation of the device. Based on the evaluation and information received, quality concluded that the separation most likely occurred inadvertently during the implant procedure. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time.